Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric, de novo lesion in the proximal circumflex. Reportedly, the 2.5 x 15mm rx tenku balloon catheter was advanced for post-dilatation; however, the balloon ruptured during second inflation at 12 atmospheres. A second 2.5 x 15mm rx tenku was used to successfully complete post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.